Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that prior to a brachytherapy procedure, the information provided in the device tag was unclear as it denoted an expiry date. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: as the lot number for the device was not provided, a review of the device history records could not be performed. Investigation summary: the sample was returned for evaluation. The implant date was to indicate (B)(6) 2022 but was keyed by customer service representative as (B)(6) 2021. This resolved with incorrect activity listed on the certificate and the labels. Therefore, the investigation is confirmed for the reported issue and the root cause is a customer service order entry error. Labeling review: labeling was reviewed and found to be inadequate. The implant date was to indicate (B)(6) 2022 but was keyed by customer service representative as (B)(6) 2021. This resolved with incorrect activity listed on the certificate and the labels. H10: g3. H11: h6 (method, result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that prior to a brachytherapy procedure, the information provided in the device tag was unclear as it denoted an expiry date. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that prior to a brachytherapy procedure, the information provided in the device tag was unclear as it denoted an expiry date. There was no patient contact.